Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump alarmed multiple errors. No harm requiring medical intervention was reported. The device will not be returned for analysis.

Manufacturer narrative:
Retainer = black. Case type = ngp. Customer returned the insulin pump for alleged unexpected multiple insulin pump error alarms found on september 21, 2022. The insulin pump passed the sleep current measurement, active current measurement, self test and displacement test. The test energizer battery was removed from the battery compartment and reinserted after 60 seconds, less than 10 minutes, and more than 10 minutes. The insulin pump powered up properly after insertion of the battery. Performed a safe shut down of the insulin pump and then powered the insulin pump back on. No unexpected multiple insulin pump error alarms noted during testing. Successfully downloaded the trace and history files using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specification range. A review of the history files reveals on september 11, 2022 there were two (2) insulin pump error alarms and two (2) batt out limit (power loss) alarms (09:29 and 17:47). The pump also experienced nine (9) insulin pump error alarms (08:58, 09:28, 09:29, 09:30, 09:41, 09:42, 09:53, 17:03, and 17:14) and ten (10) insulin pump error alarms (08:58, 2x 09:28, 09:30, 09:41, 09:42, 09:53, 17:03, 17:14, and 17:18). The insulin pump was cut open for a visual inspection. Moisture damage was found on the electronic assembly (electrical board) and the keypad flex tail. Multiple insulin pump errors were triggered because the insulin pump resets without safe shutdown due to a brown-out detection due to the moisture damage. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, serial number label peeling, and pillowing keypad overlay. Unexpected multiple insulin pump error alarms are confirmed due to moisture damage. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was returned for analysis.